Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed brief pump stops on 20dec2019 and 28jan2020 that appeared consistent with electrostatic discharge; however, a direct correlation between heartmate 3 lvas, serial number (B)(6) and the log file findings could not conclusively be established through this evaluation. No device-related issues were observed during the evaluation of (B)(6). The device was otherwise functioning normally at the time of transplant. Heartmate 3 lvas, serial number (B)(6) was received for evaluation on 25feb2020. (B)(6) was returned assembled with the pump cable severed approximately 6.25¿ from the pump housing and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned attached. The cuff lock was returned fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Excluding the brief pump stops associated with esd events, the submitted and retrieved log files were unremarkable. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing multiple pump stops due to esd (electrostatic discharge) events. The patient was reportedly dizzy during these events. The patient was upgraded on the transplant list due to the increased risk caused by frequent, symptomatic esd events. The patient underwent a transplant on (B)(6) 2020.